Event description:
Allegedly, micronail removed. Information provided as part of a retrospective data analysis of cases to date.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested from the surgeon. Trends will be evaluated. This report will be amended when the investigation is complete.